Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: hcp had no details regarding the event as they hadn't seen the patient since 2016. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for interstim - other. The caller reported they were at the hospital and needed an MRI of their brain. They were with the MRI technician and they had a transmit receive head coil and had obtained the guidelines, they just needed to use the patient programmer to turn the ins off. They were assisted with the patient programmer and the antenna and they got poor communication. They were instructed to try without the antenna, and it still didn't connect. It was noted they had been implanted in 2011 and it was reviewed that the ins was most likely depleted based upon its age. The caller said it hadn't been working for the last 4 years (confirmed since 2016), they had tried every setting and nothing worked. The MRI tech came on the phone and was transferred to nas to have a rep paged. A loss of therapy was reported. No further complications were reported or anticipated.